Event description:
On (B)(6) 2019, the patient contacted lifescan USA, alleging that her onetouch verio flex meter was reading inaccurately high compared to another meeting and her feelings. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that she first became aware of the alleged meter issue, at 11 am on (B)(6) 2019 alleging that she obtained a blood glucose reading of "202 mg/dl" on the subject meter and "117 mg/dl" on another verio flex meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient also stated that she felt these results were higher than she was feeling. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using insulin (novulin 70/30 - 40 units in the morning and 26 units in the evening), and that she made no changes to her normal diabetes management in response to the alleged issue. The patient stated that 4.5 - 5 hours after the alleged issue began, she developed symptoms of "felt a little shaky". In response to the alleged symptoms she ate some "shredded beef, with sauce and carrot". During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient's test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.